Event description:
The customer reported that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The patient was initially tested on (B)(6) 2015 and this sample resulted as 84.0 miu/ml and this result was reported to the doctor. A second sample was collected from the patient and tested on (B)(6) 2015, resulting as 72.01 miu/ml. This sample was repeated on (B)(6) 2015, resulting as 191.5 miu/ml. This sample was also repeated a second time on (B)(6) 2015, resulting as either 200.5 miu/ml or 202.3 miu/ml. Clarification of this result was requested, but was not provided. A third sample was collected from the patient and tested on (B)(6) 2015, resulting as 66.62 miu/ml. This sample was repeated on (B)(6) 2015, resulting as 66.84 miu/ml. This sample was repeated a second time on (B)(6) 2015, resulting as 68.01 miu/ml. A result of 66 miu/ml was reported outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number was 180039. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The second sample was repeated a second time on (B)(6) 2015, resulting as either 200.5 miu/ml, 202.3 miu/ml, or 202 miu/ml. Clarification of this result was requested, but was not provided. Investigations could not determine a specific root cause based on the available information.

Manufacturer narrative:
Investigations have determined that a general reagent or instrument issue do not seem likely. A temporary instrument issue cannot be excluded.

Manufacturer narrative:
It has been clarified that the second sample was repeated a second time on (B)(6) 2015, resulting as 200.5 miu/ml. This sample was also repeated a third time on (B)(6) 2015, resulting as 202.3 miu/ml.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).